Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power ((B)(4)) issue. Reportedly, the pump alarmed for replace battery multiple times in the past 30 days. The reporter stated that they used the correct battery type and the battery setting matched the battery type. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box and duplicated in the devaluation. Review of black box data found evidence of short battery life and multiple 128-fe88 and 128-fb88 alarms, a post delivery motor power supply related alarm. The pump powered up with the returned battery cap. Auditory feature was operational. No tactile issues were found with the buttons. During the rewind step, the pump emitted 128-fe80 alarms. Sleep and idle current draws were out of specifications and the motor current draws could not be obtained due to the alarms and internal moisture ingress. Pump casing was opened and evidence of moisture intrusion was found on the motor circuit and other associated electrical components. Unrelated to the complaint, a battery crack was found below the grip pad. The display was found to be dim and discolored. The coin slot on the battery cap was damaged. The bolus button cover was torn but the button responded properly. The vibratory feature was not operational and the vibration motor pin was found to be misaligned.